Event description:
It was reported that during surgery, the blade broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H2: catalog and lot number provided. H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.d4: full UDI is not available due to missing information (lot# and catalog# are unknown).

Event description:
It was reported that during surgery, the blade broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.